Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) via a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient experienced symptom return and uncomfortable stim in the leg and foot. The healthcare professional (hcp) staff tried all programs, each of which gave uncomfortable stim n the leg and foot. The healthcare professional (hcp) sent the patient for x-rays and described the lead as in the proper position. The issue was not resolved at the time of the report. The rep was planning to meet with the patient on (B)(6) 2021 to further investigate. It was unknown whether surgical intervention would occur.